Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high high-voltage impedance and an alert was triggered. The lead was explanted and replaced. It was also reported that the left ventricular (lv) lead had high threshold. During the explant of the lv lead, the patient experienced a perforation of the coronary sinus, with a pericardial effusion and tamponade. A median sternotomy was performed to address the bleeding. The lv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.